Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot-specific product issue from this lot. Based on available information, a cause for the knot on lock line could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a knot in the lock line requiring troubleshooting to untie the knot. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The cds was advanced to the mitral valve and the clip was positioned on the valve. During the clip deployment process, the lock line became tangled, and a knot developed. Trouble shooting was performed, and the knot was able to be untied. The clip was then successfully implanted. A second clip was implanted, and mr was reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.